Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezh2249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that during a PICC placement for a patient with poor vascular condition, they were adjusting the catheter and noted that leaking points appeared on the 35cm mark of the catheter. Nurse stated that fluid extravasated from the leaking points when injecting normal saline. The head nurse immediately removed the catheter and did not place PICC for the patient. Because the catheter was not placed to expected length, the catheter was not trimmed. A cvc line was later placed in the patient for infusion.